Event description:
This foot controller failed to function during preparation for a cataract procedure. The pt had already been blocked and the initial incision had been made. After the failure occurred, the incision was closed and the procedure was rescheduled.